Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s mother reported via phone call that the insulin pump was not starting up and kept on beeping. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. They had to change a new battery but still not doing anything and screen was blank. Customer stated display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer stated the battery cap was intact. Customer stated battery compartment was intact. Customer stated the spring was intact. Customer stated display did not return after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.